Event description:
It was reported that the IV tubing ballooned during medication administration. There is no indication if there was any patient harm.

Manufacturer narrative:
Correction d10. Product previously reported as being received, however no product was returned.

Manufacturer narrative:
The customer¿s report tubing balloon was confirmed per photo received by the customer. Photo provided by the customer shows a bulge/balloon in the silicone segment tubing near the upper portion of the upper fitment. Previously investigated complaints for this same failure mode determined that the ballooning is caused by excess pressure within the silicone tubing segment. The root cause for the source of the excessive pressure is unknown. No product will be returned per customer.

Event description:
It was reported that the IV tubing ballooned during medication administration. There is no indication if there was any patient harm.

Manufacturer narrative:
Although requested, product has not been received and patient demographics was not provided. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the IV tubing ballooned during medication administration. There is no indication if there was any patient harm.